Manufacturer narrative:
A partial lead with the pin measuring 2.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change procedure due to normal eri, the right ventricular lead failed to be disconnected from the ICD. Several attempts were made but all unsuccessful. The physician elected to break the ICD header to free the lead. Upon review, it was noted that the tip of the lead was bent, causing the failure to disconnect. The lead was capped and replaced on (B)(6) 2017. Patient is in stable condition.